Event description:
During removal of infected infuse-a-port, the catheter broke just proximal to the 5cm mark on the catheter. Interventional radiology was contacted. An ensnare device was deployed within the superior vena cava. After careful manipulation the catheter was snared. Following gentle pressure, the catheter was pulled free from the vascular wall. This fragment was then retrieved through the inferior vena and iliac veins. It was removed through the right common femoral vein.